Event description:
It was reported that when loading the 7x40 absolute pro vascular stent delivery system (sds) onto an unspecified guide wire outside of the anatomy, resistance was felt because the guide wire had not been wiped down sufficiently. The physician attempted to pull the nose cone of the sds and the stent prematurely deployed. The sds was removed from the guide wire and was not used. The same guide wire was wiped down sufficiently and a new same sds was loaded onto the guide wire without resistance and used successfully to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported resistance with the guide wire was unable to be confirmed; however, the premature deployment was able to be confirmed. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted the stent placement precautions section of the absolute pro vascular self expanding stent system instructions for use states: should unusual resistance be felt at any time, including resistance unlocking the handle or rotating the thumbwheel, during stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Failure to follow these instructions could result in failure to deploy, difficulties with deployment, partial stent deployment or deployment in an unintended location. Additionally, the stent delivery system handling precautions sections states: special care must be taken not to handle or in any way disrupt the stent on the delivery system. This is most important during delivery system removal from packaging, mandrel removal, placement over guide wire, and advancement through rotating hemostatic valve adapter and guiding catheter hub. Based on the information reviewed, there is no indication of a product deficiency.